Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine device revision procedure that this left ventricular lead exhibited isolation defects. The insulation damage was repaired using a lead repair kit. The lead remain implanted. No adverse patient effects were reported.